Event description:
It was reported that after the deep brain stimulation (dbs) implant procedure, the patient underwent a computed tomography (CT) scan that showed both leads were implanted 8 millimeters too deep. The patient underwent a revision procedure the next day where the leads were pulled back by 8 mm into the correct position. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7146269, UDI: (B)(4).